Manufacturer narrative:
Product complaint # (B)(4) h6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: 1. Can you please provide the account name? The products were purchased from an entity known as ponleu soriya pharma. 2. How was the product purchased? Walk-in via mystery shopping. 3. Is there an indication of how the product was distributed? No. 4. Is there any indication of the source? No. 5. Was the device used on a patient? If so, was there any patient consequence? No. 6. Please confirm how many devices are suspected to be counterfeit? Two (2) 7. Please confirm how many devices are available for product analysis? Two (2) (please refer to the attached mail) is no longer to be copied on any of these emails. It is now (please refer to the attached mail) h3 photo investigation summary: this is an analysis of a photo submitted to ethicon for evaluation. During the visual analysis the following was observed: the photos show a sales unit box with product name nylon monofilament, lot #240204ywb, expiration date 2029-01, packing information. The package has multiple discrepancies in the information that do not match the original packaging for ethilon sutures. For example. Ethicon trademark is not present. The lot number was not recognized within j&j system. The box type is different. Lot number is not active in the different systems that we use to monitor the statuses of the manufactured batches, diversion was confirmed. Ethicon products were not distributed by authorized affiliates. Based on the samples received, the product is confirmed to be counterfeit due to the discrepancies found in the labeling and packaging material. As part of post-market surveillance, additional monitoring of claims information will be conducted to detect potential safety signals. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available.

Event description:
It was reported in 2025 that the gbp team recently conducted a market survey in phnom penh and came across some ethilon sutures that we suspect might be counterfeit. We were hoping your team could assist us by reviewing the attached images and making a visual determination regarding the authenticity of these products. Your expertise will help us decide the appropriate next steps to take in this matter. During the visual analysis of the photos received: the following was observed: the photos show a sales unit box with product name nylon monofilament , lot #240204ywb, expiration date 2029-01, packing information. The package has multiple discrepancies in the information that do not match the original packaging for ethilon sutures. For example.. Ethicon trade mark is not present.. The lot number was not recognized within j&j system. The box type is different. Lot number is not active in the different systems that we use to monitor the statuses of the manufactured batches, diversion was confirmed. Ethicon products were not distributed by authorized affiliates. Based on the samples received, the product is confirmed to be counterfeit due to the discrepancies found in the labeling and packaging material. No adverse patient consequences were reported. Additional information was requested.